Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) the balloon tore and detached. The anatomy location was not reported. The emerge balloon 15mm x 1.20mm was advanced to the stenosis and inflated. After deflation, the balloon could not be withdrawn from the lesion. The balloon tore and the distal end detached. A non bsc balloon was used to remove the detached part. The patient remained stable and no further complications has been reported.

Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) the balloon tore and detached. The anatomy location was not reported. The emerge balloon 15mm x 1.20mm was advanced to the stenosis and inflated. After deflation, the balloon could not be withdrawn from the lesion. The balloon tore and the distal end detached. A non bsc balloon was used to remove the detached part. The patient remained stable and no further complications has been reported.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was returned with blood in the balloon and inflation lumen. The mid-shaft was separated adjacent to the guidewire exit notch. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).